Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device. This report is filed on may 28, 2018. (B)(4).

Event description:
It was reported that the patient experienced necrosis of the skin-flap. Revision surgery is planned but has not taken place as of the date of this report.